Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12152. It was reported the patient has heating at the ipg site while charing. The patient is not using the stimulation at this time. It was also reported the patient is unwilling to work with the sjm representative to try another charger, programmer or even turn the charger on. Reportedly the patient does not want the system explanted. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.